Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the seal tore and pieces disengaged into the pt's cavity. The surgeon removed the pieces and completed the procedure without pt incident.